Event description:
The customer reported the system made a noise, displayed an overvoltage error message and failed to boot back up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage candlestick connectors and performed a filament calibration. The system operates as intended.